Event description:
It was reported that during an in-clinic follow-up, episodes of under-sensing were noted on the right atrial (ra) lead. The lead was reprogrammed. The patient then presented remotely via merlin.net on (B)(6)2024. Review of the transmission revealed that the ra lead exhibited episodes of noise. No further intervention was performed. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.